Event description:
It was reported by the customer that a medical assistant was accidentally stuck with a contaminated needle during a procedure. Despite using the correct capping technique, the needle managed to pierce through its cap. The customer confirmed that this is the only incident, no medical attention was provided for the medical assistant.